Event description:
It was reported that the ilet entered bg run mode when the user¿s continuous glucose monitor (cgm) connection was intermittently reconnecting. The user was advised to wait for cgm reconnection, switch sensors, or enter a manual blood glucose (bg). The user was unable to enter bg manually as they did not have a glucometer available. The user later confirmed the cgm reading populated on the ilet with a blood glucose of 163 mg/dl. No reported symptoms. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included complaint intake review and troubleshooting with user education regarding bg run mode and cgm reconnection. Investigation of this case revealed that cgm data transmission resumed and the system exited bg run mode as intended. It was concluded that the device functioned as designed with no device malfunction identified.